Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, prior to opening the implantable cardiac monitor; the device settings could not be reprogrammed. The device was not used and a new device was implanted. Later in the office the problem could not be reproduced and the device could be successfully reprogrammed.